Event description:
It was reported that during a device check, the device was found to be at elective replacement indicator. It was also further reported from follow-up information that the left ventricular lead threshold had increased. The device and lead remain in use; however, the patient is waiting for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.